Event description:
The home patient (hp) contacted baxter's technical service center regarding repriming the patient line which occurred on the homechoice during use during prime. The baxter technical services representative assisted to reprime the patient line. The hp stated that fluid was leaking from the top of the patient line; the line had overprimed. This writer contacted the home patient on (B)(6) 2011. He stated that he had not seen anything unusual about his supplies or anything else that could have caused the priming issues that night. Therapy had been going well since, and there were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of an "overprime" leak out of patient line was not confirmed. The root cause was undetermined.